Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to fluid ingression of the downstream occlusion sensor. As a result, the downstream occlusion sensor/seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a cassette cannot be connected detection error. There was unknown patient involvement, no patient injury was reported.